Event description:
An attempt was made to deploy a 4.0mm diameter x 9mm length driver rapid exchange coronary stent into a pt. The target lesion located in the ostial lm exhibited 80% stenosis and was not predilated. It was reported that the relevant stent was delivered and deployed to target lesion; however, on deflation of the delivery balloon, the stent moved to the aorta. Another MFR stent of bigger size was deployed to target lesion then through a series of maneuvers, including upsizing the sheath, the physician was able to retrieve the stent into the guide catheter using a snare device. The pt is reported to be fine and no other clinical sequelae were reported. The physician commented that the driver stent was most likely undersized for the vessel.

Manufacturer narrative:
(B)(4). Eval: results/conclusion: (undersized stent selected for being deployed to the vessel).